Event description:
Kink at the tip of wire. When the wire was advanced to the vessel, the physician found the tip was kinked. Two wires had the same problems. The tip had no protective tube, possibly caused the tip kink during transition. There was no adverse effect to the pt. Upon reviewing the analysis on the returned product determined, that there was a reportable product malfunction that was not evident from the info provided by the affiliate.

Manufacturer narrative:
During an invasive procedure, an emerald diagnostic guidewire kinked. No pt injury occurred. Clinical and procedural details were not provided. Although the original report was for wire kinking only, analysis found more significant damage (scraped ptfe). Analysis of the returned wire confirmed bends on the wire, as well as an offset coil and scraped ptfe. As received, the specimen wire presents no obvious indications of mfg defects or anomalies. The specimen device was received without any of the original packaging. Beyond confirming the presence of damage, any further determination of root cause is speculative and inconclusive. Attempts to reproduce this condition in a lab setting in a repeatable manner have been unsuccessful to date. No mention is made regarding the condition of the device upon removal from the packaging, suggesting no damage was noted until the reported event. The dried blood-like foreign material is present in the coil wraps from the core penetration site to the distal tip, combined with the complaint narrative suggest the damage was incurred during the attempted placement/introduction of the device for clinical use. A review of the device history records (DHR) indicates this packaging lot was final inspection tested and deemed acceptable for shipment. The complaint was confirmed. Based on the evidence presented by the specimen device and the limited info; handling and/or procedural factors appear to have impacted on the event as reported. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation. This is one of two products used on the same pt.